Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have received off no power alarm. Customer's blood glucose was 375 mg/dl. Customer stated that he did not receive a low battery alert prior to off no power alarm. Customer stated that the battery was not previously used, and there is no damage to the insulin pump battery cap. Troubleshooting was performed and completed. Insulin pump is not expected to return for analysis.